Event description:
As reported, while flushing an amplatz whisker extra-stiff support wire guide prior to use during a balloon pulmonary angioplasty procedure, the mandril was found to be protruding from the distal end of the device. The device did not make patient contact. The package was not damaged. Another wire of the same type, from another lot, was used to complete the procedure. There have been no adverse effects to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer name and address= (B)(6). PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary: as reported, while flushing an amplatz whisker extra-stiff support wire guide prior to use during a balloon pulmonary angioplasty procedure, the mandril was found to be protruding from the distal end of the device. The device did not make patient contact. The package was not damaged. Another wire of the same type, from another lot, was used to complete the procedure. There have been no adverse effects to the patient. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. The device was returned for investigation. The inner core wire was protruding approximately 2.2 cm from the distal tip. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, "inspect the wire guide for kinks or damage prior to use." Based on the available information, cook has concluded that a component failure unrelated to the design or manufacturing of the complaint device caused this incident. It is possible that the protrusion was caused by rough handling of the device while in the package or when manipulating the device for preparation, but there is not enough information to definitively determine a cause. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.